Manufacturer narrative:
During an internal carotid artery aneurysm coil embolization the orbit mini complex fill 2.5x4.5 coil ((B)(4)) stretched in the microcatheter and was removed from the patient. The coil was still attached and no other damages to the system were noted. A second 2.5x4.5 orbit that was delivered through the same mc was not able to be detached when pressurized to the green zone and then using the alternative detachment method with the trufill dcs syringe ii. There were no leakages in the orbit system or syringe. The orbit system was removed from the patient with the coil still attached with no other damages noted to the system. The procedure was completed successfully with other devices using the same microcatheter without any patient injury. A constant a dedicated flush was maintained at all times. The microcatheter was not reshaped. The first coil did not get stuck in the microcatheter; an anomaly was noted during delivery with angiography. It is not known if the syringe had been used to successfully detach coils previous to the failure to detach. The syringe was properly connected to the delivery system; it was not used with subsequent coils. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented kinked sections. Introducer was received zipped and presented no damages. Embolic coil was still attached to the gripper and it was stretched. With unaided eye the gripper presented no damages. Support coil was inside of the introducer and presented no damages. Gripper and embolic coil were inspected under microscope and gripper presented no anomalies while the embolic coil presented stretched and kinked sections. No anomalies were noted in the purge hole. The device was purged using a lab sample syringe 635-002, after that the pressure was increase to the green zone and at this time the coil did not detach; however the pressure was increased and the embolic coil detached when passing the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217441 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported failure of the coil to detach was not confirmed; with functional analysis the coil detached without any anomaly when detached as outlined in the instructions for use. The cause of the stretched section in the embolic coil and the kinked sections on the hypotube could not be conclusively determined; however, inspections are in place to prevent this type of damage on trufill dcs coils from leaving the facility. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Procedural factor appear to have contributed to the event reported, therefore no corrective action was taken. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00194 and 1058196-2011-00195.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented kinked sections. Introducer was received zipped and presented no damages. Embolic coil was still attached to the gripper and it was stretched. At unaided eye the gripper presented no damages. Support coil was inside of the introducer and presented no damages. Gripper and embolic coil were inspected under microscope and gripper presented no anomalies while the embolic coil presented stretched and kinked sections. No anomalies were noted in the purge hole. Device was purged using a lab sample syringe 635-002, after that the pressure was increase to the green zone and at this time could not be detached; however the pressure was increase and embolic coil detach passing the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217441 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer as "coil failure to detach" was not confirmed during the functional analysis, the embolic coil could be detach without any anomaly. The cause of the stretched section in the embolic coil and the kinked sections on the hypotube could not be conclusively determined; however, inspections are in place that prevents that this type of damages on trufill dcs coils from leaves the facility. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Procedural factor appear to have contributes to the event reported, therefore no corrective action was taken. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00194 and 1058196-2011-00195. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
No leaks were noticed anywhere on the delivery system or syringe. A dedicated saline source was utilized to fill the syringe, and a constant and dedicated heparinized saline source was utilized at all times. After the event, no damages were noticed on the syringe, or the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter. The same coil was not detached with the next syringe, and the coil was removed without any damages and attached to delivery system. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00194 and 1058196-2011-00195. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During coil embolization procedure for ic aneurysm, the orbit mini complex fill 2.5x4.5 coil (637mf2545) was once pulled back in the (mc) microcatheter before reaching the target lesion, and then it unraveled/stretched in the mc. Additionally, it was reported that the doctor felt anomaly of the coil during delivery by angiography, however it is unknown if this contributed to the event. The coil was removed from the patient and changed to other new coil (same cat and lot number). The new coil was placed in the target aneurysm and attempt was made to be detached. The coil could not be detached at green zone and even by alternative detachment. The syringe (635002, pi#2) was used for the procedure. All the system was removed from the patient and changed to other product. The procedure was completed successfully with other products without any patient injury. The microcatheter was not re-shaped, and the same microcatheter was utilized to complete the procedure. The syringe was connected properly with each delivery system hub. Prior to the failure to detached, the syringe was taking past the green zone, position 3.